Event description:
Subsequent to the initial medwatch report the following corrected and additional information was received: it was reported that suture placement with a proglide device was attempted in a 6-french access site in the common femoral artery using the pre-close technique prior to percutaneous transluminal left anterior descending coronary angioplasty (ptca). The physician is reportedly trained established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after percutaneous transluminal coronary angioplasty, arteriotomy closure of a moderately tortuous femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.